Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator was making unexpected noise during the inspiration phase. The problem has been of an intermittent character, during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported issue about unexpected noise during the inspiration phase and the curve being spiky was not reproduced during on-site troubleshooting performed by our field service engineer (fse). However the nozzle units in the air and oxygen gas modules were replaced as precaution. The replaced nozzle units were returned for investigation. Both were tested in the manufacturing test system and were found faultless. Device log evaluation showed that internal logs contained several periods of ventilations during which clinical alarms were generated. The cause of the observed alarms could be due to the patient¿s medical condition or the chosen ventilation modes or the set alarm limits. Some of those alarms could also be due to clogged filters on the expiratory side since nebulizing was frequently used during patient treatment. The test logs shows that performed pre-use checks had passed and there is no indication of a ventilator malfunction. The root cause of the reported issue cannot be determined.

Event description:
(B)(4).